Manufacturer narrative:
The t:slim x2 g5 user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using analog insulin. Tandem customer technical support informed customer that analog is off label per the user guide. Customer changed pump supplies to address the occlusion alarms and successfully resumed insulin. Customer's blood glucose level was 400 mg/dl.